Manufacturer narrative:
Catheter: model: 8703, lot# j93111938, implanted:1993 (B)(6), explanted: unk.

Event description:
It was reported that patient was having a MRI done; the area to be scanned is the l-spine. It was stated that they did "periodic mris to check for recurrent granulomas for this patient". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).